Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: interventional systems program analyst h4: device manufacture date: unknown due to the combination of an unknown model & lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band would not hold air.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).